Manufacturer narrative:
One i3 unit model cm1100 with main unit and one i3 accessory set was returned the dc jack connector of right ang ext cable was observed to be properly seated on the cardiomems i3 connector cover prior to disassembly. Visual inspection of returned material revealed functional damage to right ang ext cable in the form of the dc jack connector partially broken off from the pvc overmold. Exposed broken internal wires were visible from this damaged area of the right ang ext cable. No visible damage was observed on any other returned cables and cords associated with power supply connections. No other discrepancies or discernible damage besides normal wear and tear could be identified on the returned material. Unit was returned with software version i3.2021.0424-r8990 installed. No software malfunctions or anomalies were observed. Unit went through diagnostic testing without any power malfunctions. Unit passed diagnostic test. There was one reported product issue in the field based on review of the complaint event description and complaint codes involving the unit prematurely shutting off. Complaint of ¿customer reported pes shuts off on its own¿ determined to be confirmed. Root cause of unit prematurely shutting off concluded to be a damaged right ang ext cable.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power extension cable.